Manufacturer narrative:
The reported issue was resolved by changing the gas delivery engine (gde).

Manufacturer narrative:
(B)(4). The user facility determined that the most likely cause of the reported event was a malfunctioning neonatal hotwire flow sensor. Carefusion issued a return goods authorization (rga) number to the distributor user facility for the return of the alleged faulty neonatal hotwire flow sensor for evaluation. As of the september 23, 2015 the alleged faulty neonatal hotwire flow sensor has not been received.

Event description:
(B)(4). "Title: xxxxx. Event desc: during ventilator therapy on a neonatal patient the ventilator began auto triggering rapid breath rate. When the therapist removed the reusable flow transducer the auto triggering stopped. The therapist then attempted to use a disposable flow sensor and the auto triggering continued. When a new reusable flow sensor was deployed the ventilator resumed normal operation. Inspection of the failed reusable flow sensor noted two electrically burnt pins. This event similar to a previous (B)(4)report. Manufacture rep advised biomedical review and communication with the company. Biomedical to return the flow sensor to the company for evaluation and have further testing on the ventilator." "What was the intended original procedure? Infant ventilation." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)". "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do".